Event description:
It was reported that the user experienced intermittent wireless communication disruptions between the ilet and a dexcom g7 cgm attributed to electromagnetic interference following implantation of a cardiac loop recorder, with no excursions of blood glucose reported and no device alerts or alarms. Symptoms included none reported. Outcomes included no change in clinical status and no care escalation. Investigation included customer troubleshooting and education regarding cgm signal loss and electromagnetic interference, along with device-use review. Investigation of this case revealed that the ilet was functioning within specification and that the observed issue was consistent with external interference affecting cgm signal transmission rather than a device malfunction. It was concluded that the event was not related to a device failure and that no corrective action was required for the ilet.